Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, this patient underwent repair of a thoracoabdominal aortic aneurysm. The celiac trunk, superior mesenteric artery and both renal arteries were bypassed to the external iliac artery. Two cook tx2 thoracic grafts and a gore excluder aaa endoprosthesis were placed. Completion angiography showed good patency and exclusion of the aneurysm. On (B)(6), 2011, this patient suffered a cerebrovascular accident while recuperating in the intensive care unit. On (B)(6), 2011, this patient expired. The cause of death was reported to be due to the cerebrovascular accident.